Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 13 mmol/l. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery three times and the device remained blank. Customer did not have the insulin pump present and was unable to properly troubleshoot. Customer was advised to leave the battery out for 2 hours and call back if issues persist.